Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
After accolade tmzf surgery, the femoral pain occurred. This case was presented at the 42nd annual meeting of (B)(6) on (B)(6) 2015.